Manufacturer narrative:
(B)(4). Concomitant devices - unknown nexgen rotating hinge knee articular surface catalog #: ni lot #: ni, unknown nexgen rotating hinge knee tibial component catalog #: ni lot #: ni, unknown nexgen stem catalog #: ni lot #: ni. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device is being retained by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2022-00679, 0001822565-2022-00680.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision due to post-operative fracture of the femoral component at the bushing and stem junction. Attempts have been made, however, no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 - component code - proposed code is mechanical (g04) - femur. Visual examination of pictures provided identified a fracture of the femoral component where it mates with the stem. Foreign material was also seen on the implant. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.